Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces; however, no button error alarms were noted during testing. The following cosmetic damage was also found on the pump: a cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues; he was just doing yard work. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.